Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 400 mg/dl range. The customer changed the infusion set and delivered a correction bolus to address the high bg level. As the supplies had been changed and the occlusion had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed.